Event description:
The customer reported that while the 840 ventilator was in use on a pt the device shut down and then powered up again displaying the message "procedure error, pt connected before setup complete". The pt was removed from the ventilator until the setup was completed and then reattached. There was no report of pt harm or injury. The hospital staff could not reproduce the event.